Event description:
Patient presented to or for removal of failed hardware, right ankle. Procedure in detail: a wright medical tibiotalar calcaneal fusion plate was then fashioned to the lateral side of the ankle and stabilized with locking and nonlocking screws. It should be mentioned that prior to placement of the plate, a large 6.5 cannulated compression screw was placed. The bone graft from the fibula was then placed in any small remaining bone voids in the ankle and subtalar joint. Two years later, a second procedure was completed: #15 blade tenotomy scissors and bovie electrocautery were used to dissect down of the tibia on the medial side and the plate and lateral cortex on the lateral side. The broken plate was removed. The broken screw removal set was used to remove the broken screws through the medial and lateral incisions. Pathology report: the specimen is received fresh, submitted as "hardware" and consists of a 12.5 x 1.2 x 0.3 cm silver-metallic fractured plate serial number (B)(4). As well as fifteen yellow-metallic screw and screw fragments ranging from 1.4 cm to 4.0 cm in length and averages 0.5 cm in width. Gross only.